Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 381239) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.0 inr. Qc 2: 3.1 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Upon review of the meter's patient result memory, an additional measurement was performed on 18-oct-2019 at 09:26, resulting with a value of 23.2 sec (1.9 inr). Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that a patient received discrepant results when tested with coaguchek xs meter serial number (B)(4). Samples from the patient were tested using the meter, resulting with values of 22.7 sec (0.9 inr), 23.9 sec (1.9 inr), and 2.0 inr. A venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.7 inr. All samples used for these measurements were collected within a 4 hour time span. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks. The meter has not been cleaned. The heater plate of the meter was clean. When collecting samples for meter testing, it is not known if the alcohol used to prepare the patient's finger was dry prior to lancing the finger. The patient's nurse stated that the patient's inr results are always out of range and the patient's coumadin dosage is always changing. The nurse also stated that the patient's diet is constantly changing.